Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. In initial report section b5 was mention incorrectly, correct b5 should be - the patient alleged particles in air path, coughing, unable to swallow, throat irritation. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inpsection of the device was completed by the manufacturer and found no evidence of sound abatement foam degradation or breakdown in this device. An internal visual inpsection was completed by the manufacturer and found potential mineral deposits on the blower motor and the blower box, indicating potential water ingress. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes a mineral depostie contamination found were consistent with water ingress. There was no evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.